Event description:
Caller reported a malfunction on the pump, identified as malf 0. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.